Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Customer¿s blood glucose level was over 600 mg/dl. Customer attempted to address their elevated blood glucose with a correction bolus via the pump, and manual insulin injection. On (B)(6) 22 the customer went to the emergency room with a bg level of over 600 mg/dl and was reported to have diabetic ketoacidosis (dka). Customer was treated with intravenous fluids of saline, and insulin. Multiple follow up attempts were made by tandem technical support to gather information, however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.